Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle was bent after removing from the skin. This occurred on 4 separate occasions. No medical intervention was reported.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle was bent after removing from the skin. This occurred on 4 separate occasions. No medical intervention was reported.

Manufacturer narrative:
The following fields have been updated due to corrected information: date of event: (B)(6) 2019. Date received by manufacturer: 02/18/2019 investigation: customer returned (75) sealed 32g 4mm bd pen needles from lot number 8100791, and (4) sealed 32g 4mm bd pen needles from lot number 7151706. Consumer stated when she pulls the needle out, the needle is bent at 90 degree angle. Stated the first time it happened her numbers were at 300. Stated the 4th time it happened, her number was at 600. Out of the 75 sealed returned pen needles from lot number 8100791, 30 were randomly selected and were tested for flow; all 30 samples passed. These 30 samples were then tested for visual inspection of point geometry, outer diameter and lube coverage, all 30 passed. All 4 sealed returned samples from lot number 7151706 were tested for flow; all 4 samples passed. These 4 samples were then tested for visual inspection of point geometry, outer diameter and lube coverage. All 4 passed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failures. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle was bent after removing from the skin. This occurred on 4 separate occasions. No medical intervention was reported.